Manufacturer narrative:
(B)(4). Batch # p5847l. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. In addition three cartridges were received. The cartridges (b and d) were received fully fired. The cartridge (c) was received with 8 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: gst60d, p5615x, fully fired. Cartridge c: gst60t, p57928, fully fired, pan partially dislodged and 8 drivers missing.cartridge d: gst60g, p56v7m, fully fired. Photographic analysis: in the picture three complete reloads, gold, green and black, can be seen. In addition a blue cartridge is aside appreciated.the reloads appears to be fully fired as drivers up are visible on all the reloads. Based on the photo alone the event describe can not be confirmed. Additional information was requested and the following was obtained: did the drivers fall into the patient? Yes. If yes, were the drivers retrieved? Yes. If yes, did retrieval cause any change to the procedure? No were the drivers discarded? No. They were returned.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure the yellow drivers under each of the staples in three different gst reloads, a black, a green, and a gold, fell out after the staple line was successfully completed. No additional product was needed to complete the procedure. There were no patient consequences reported.